Manufacturer narrative:
(B)(4). No brand name, catalog number or lot numbers were provided. The device was not returned to the manufacturer. Neither the device nor test results nor imaging films were returned to the manufacturer for evaluation. A review of the device history records is not possible without additional device information. Therefore we are unable to determine the cause of the event.

Event description:
The patient reported back pain directly over hardware 13 months post bilateral posterolateral fusion with instrumentation and iliac crest bone graft. Hardware was suspected to be causing the symptoms. A CT scan did not show any evidence of non-union. Fusion exploration was performed four days later, at which time a fractured pedicle screw was noted - no details are given. No complications were mentioned.